Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: grasper hinge popped during procedure and the instrument became unusable. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force applied by user. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
The graspers were used on a patient during surgery when they "popped" and the grasping function became unusable. Although there was patient involvment, there was no adverse consequence.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
The graspers were used on a patient during surgery when they "popped" and the grasping function became unusable. Although there was patient involvement, there was no adverse consequence.